Manufacturer narrative:
The returned device is a non-electric laparoscopic device. Therefore, it is not supplied with a mean to connect to an electrosurgical unit. Evaluation on the insulation of the returned device revealed scratches on the insulation. However, the scratches did not go deep enough to expose the metal shaft of the device and there were no missing pieces of insulation along the shaft of the device. Direct coupling is a possible reason for this device to cause a burn. If the user activates the generator while an active electrode is touching or near the tip of a dsg, it will conduct electricity and may cause a burn. Visual inspection under magnification of the distal end of the returned 5dsg did not show signs of burns or damage that may indicate that it was in contact with an active instrument. Based upon the evaluation of the returned device, the complaint on possibility of burning the patient could not be confirmed.

Event description:
It was reported that during the use of this non-electric laparoscopic device, a patient burn occurred.